Manufacturer narrative:
Correction: additional information received indicates that previously reported leads associated with this event (see below) were previously explanted and not part of the system involved in this reported event. Please see mfg. Report no. 3004209178-2016-09501. Not applicable: product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Applicable: product ID: neu_unknown_lead, implanted: (B)(6) 2015, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID 37743, serial # (B)(4), product type programmer, patient; product ID 3708220, serial # (B)(4), implanted: (B)(6) 2010, product type extension; product ID 3487a-56, lot # v308324, implanted: (B)(6) 2010, product type lead; product ID 3888-45, lot # v259483, implanted: (B)(6) 2010, product type lead; product ID 3487a-56, lot # v235029, implanted: (B)(6) 2010, product type lead; product ID 3888-45, lot # v319235, implanted: (B)(6) 2010, product type lead; product ID 3708220, serial # (B)(4), implanted: (B)(6) 2010, product type extension. (B)(4).

Event description:
Information received from a manufacturer representative reported that another "1x8" lead was added in a lead revision two months prior to (B)(6) 2015. It was noted that the impedance on the program used with that group was 459 ohms. Group a was most commonly used. Program 1 had an amplitude of 5.6 volts, a pulse width of 210 microseconds, a rate of 45 hertz, and two negative electrodes (8 and 9) with two positive electrodes (10 and 11). Program 2 had an amplitude of 7.0 volts, a pulse width of 270 microseconds, a rate of 45 hertz, two negative electrodes with one positive electrodes, impedance of 862 ohms, and an 8.118 milliampere current. Program 3(the 1x8 lead) had an amplitude of 2.6 volts, a pulse width of 220 microseconds, a rate of 45 hertz, two negative electrodes (2 and 3) with two positive electrodes (4 and 5), impedance of 459 ohms, and an 5.464 milliampere current. Additional information received from the manufacturer representative reported that the lead revision was done due to a lead migration. It was noted that the patient had experienced a change in stimulation. The patient's indication for use was noted to be non-malignant pain.